Manufacturer narrative:
Correction: after further investigation this record is a duplicate of (B)(4) and will be evaluated. The supplemental will be submitted under that record. Duplicate complaint.

Event description:
The user facility reported that the router broke off in handpiece during surgery and a piece of the router remained in the handpiece. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the router broke off in handpiece and handpiece remaining in handpiece during surgery. There was no patient impact, no delay, no medical intervention, and no adverse consequences.